Event description:
The customer contact reported prior to patient use, the device alarmed with a s321 (motor error - pmc, left) malfunction alarm code. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with a s321 (motor error - pmc, left) malfunction alarm code. No additional information was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.